Event description:
It was reported that pump issued cartridge alarm 5 while customer was using device. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to load new cartridge but was not able to resume insulin delivery, so call center staff escalated case to additional support for further troubleshooting. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.